Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shutdown unexpectedly and the wake button was unresponsive. Customer¿s blood glucose was 576 mg/dl and was addressed with a manual correction injection. Paramedics also assisted customer by taking vitals and advising an emergency room visit, which customer declined. Customer reverted to an alternate method of insulin therapy.